Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer¿s blood glucose was unknown. Customer did troubleshooting and then disconnected and rewind and then got no delivery alert. Customer stated that the drive support cap was normal. Customer had already cleared and rewind the insulin pump twice. Customer was assisted in performing insulin pump rewind. Customer was able to complete insulin pump rewind and alarmed again motor error. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.